Event description:
A report was received that the patient was experiencing more pain due to the spinal cord stimulator. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was implanted with a competitors device.

Event description:
A report was received that the patient was experiencing more pain due to the spinal cord stimulator. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.